Event description:
Anesthesia machine would not function in pressure or volume controlled ventilatory modes resulting in brief desaturations. It did work in manual bag mode. Inspection revealed the new ge flow sensor with metallic flow resistor had malfunctioned. The metallic "flap" had become stuck up on the inner surface of the flow sensor lumen. Replacing the sensor resolved the ventilation problem. Diagnosis or reason for use: craniosynostosis repair. Event abated after use stopped or reduced: yes.